Event description:
After the pt was admitted with bradycardia rate of 26 bpm, no pacing spikes could be detected on the ECG strip and the physician was unable to communicate with the unit. The pacemaker showed no eri sign at the last follow-up three months prior to this incident.